Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis and visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the markerbands and tip profile. A longitudinal balloon tear was identified in the balloon material. The tear was identified 5mm proximal to the proximal edge of the proximal markerband and extended 30mm distally along the balloon material. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and mildly tortuous graft site of the forearm. After a .035 non-bsc guide wire crossed the lesion, a 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. However, on the first inflation at 16 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and was exchanged with a non-bsc balloon catheter. Dilation was performed at 26 atmospheres and the procedure was completed. No patient complications were reported and patient's status was good.